Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise was observed on the ra and rv leads. Noise was reproducible with isometric exercises. The ventricle channel was reprogrammed to rv coil to can. The patient will be monitored.